Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a pacing failure. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The therapy pca was replaced, the device will be performance assurance tested, and will be returned to the customer.

Event description:
It was reported to philips that the device experienced a pacing failure. There was no reported patient involvement.